Event description:
Reportable based on analysis completed on 03/02/2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed lesion being treated was located in the severely tortuous left circumflex (lcx) and left anterior descending (lad). The lesion was predilated with a 2.50mm unknown balloon. The 3.00x20mm taxus liberte stent delivery system (sds) was advanced to, but could not cross the target lesion. The procedure was completed using a different device. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified damage to the proximal section of the stent. The struts were slightly flared due to the balloon being partially inflated. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A visual and microscopic examination also found that the hypotube had kinked approximately 29cm distal from the catheter's strain relief. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)